Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial septal defect requiring intervention as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as during insertion the atrial septum tore. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced into the patient anatomy. Three mitraclips were implanted without issue and the mr was reduced to grade 1+. Post procedure, an atrial septal defect (asd) was noted and an amplatzer asd occluder was placed. The event resolved on (B)(6) 2018. No additional information was provided.